Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the scope was blurry. No additional information was provided by the user facility. Hospital did not report any patient impact or complications.